Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, a hakim programmable valve (product code unknown), implanted 20 years ago, became unseated in 2012 and was explanted on (B)(6) 2017. They implanted another valve. There were no delays over 30 minutes and no adverse consequences reported. They are unsure why the valve became unseated, but are returning it.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a scratch mark were noted in the valve casing. This is probably due to the valve receiving some form of impact. Corrosion was also noted on the stator. The cam magnets were controlled. The magnets passed. A search for relative complaint for the same issue with the same product code and lot number for the last year revealed that this is the only issue. Review of the history device records for the valve, product code 82-3111 with lot p1924, showed an ncmr report when released to stock on the 14th june 1999, the nc report issue had no link to this complaint. The root cause of the corrosion could not be clearly determined. The root causes for the dislodged stator could be partly due to the valve receiving some form of impact, as well as the corrosion, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.